Event description:
It was reported that mold was seen inside the sterile packaging and on the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "there is visible mold growing inside a sterile package on the device."

Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a 20ga iag assembly inside a sealed package from lot 9085553. All contents within were intact. Visual examination: the unit was received within a sealed package. Black material could be seen through the sealed package and the needle cover. The foreign matter appeared to be plastic shavings and was confirmed to be present on the catheter tubing and the needle tip. Ftir: results from the testing (attached to tw) determined the material observed on the unit received are most likely traces of polyoxymethylene (delrin). The foreign matter found on the catheter and needle tips was confirmed to not be mold. The introduction of the foreign matter to the device is suspected to have occurred during the final assembly steps, following the joining of the catheter/adapter and needle/grip. Black delrin tooling/equipment is used in the assembly area and is suspected as the source of the foreign matter; however an evaluation of the manufacturing line did not identify any similar foreign matter in the manufacturing area or a specific cause for the creation of the delrin shavings. Conclusion(s): manufacturing: the unit was returned inside a sealed package, confirming it occurred during manufacturing processes. Ftir results (attached to tw) determined the material observed on the unit received is most likely traces of polyoxymethylene (delrin), which is present in the manufacturing area as tooling/equipment; however specific cause for the foreign matter could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was seen inside the sterile packaging and on the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "there is visible mold growing inside a sterile package on the device."